Event description:
It was reported, the camera head malfunctioned during reprocessing, when the customer noticed the monitor screen turned ¿blurry/green¿. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Updated fields: d8, g3, h2, h3, h4, h6 and h10. The customer returned the camera head to olympus for the issue: ¿blurry/green screen¿. The subject device was inspected, and the issue of ¿blurry screen¿ was confirmed due to a faulty connector. However, the user's request of "green screen" was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Based on the investigation results, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The user's request of "green screen" was not confirmed, the video processor and light source used along with camera head was not available to be tested in conjunction with the customer's camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned during reprocessing, when the customer noticed the monitor screen turned ¿blurry/green¿. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.